Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention.

Event description:
It was reported that a 6f angio-seal vip was selected for closure at the right groin. Following deployment, hemostasis was not successfully achieved. The patient lost distal pulses to the right foot and an emergency peripheral balloon angioplasty was performed. Blood flow was restored and pulses improved. The patient is reportedly stable.